Event description:
Device has been explanted.

Manufacturer narrative:
Initial reporter: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii", "breast hardening", "pain and discomfort", "few folds, bilaterally, with small amount of homogeneous fluid around the implants", "bilateral cysts."

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii", "breast hardening", "pain and discomfort", "few folds, bilaterally, with small amount of homogeneous fluid around the implants", "bilateral cysts." The reported event of "hypoechoic nodules" is non-device related. The device remains implanted.